Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor's driven ground resistor r781 was open on the c/a board. The damage to the resistor resulted from the external defibrillations performed by hospital staff while the lifevest was actively monitoring the pt. Electrode belt sn (B)(4) was fully functional upon receipt. MFR date: monitor: 02/2011 - reuse; electrode belt: 04/2013 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager reported that a (B)(6) female pt was treated. Further investigation determined that the pt passed away. The lifevest delivered an inappropriate treatments at 20:16:13 during ventricular fibrillation. The post-shock rhythm was asystole that transitioned to severe bradycardia. Post-shock asystole is a known risk of external defibrillation. The rhythm then degraded back to vt, and a non-lifevest treatment was delivered by ems at 21:04:02. The post-shock rhythm was idioventricular (38 bpm), which then again degraded to vt (174 bpm) with CPR artifact. The electrode belt was disconnected at 21:20:35, and the pt subsequently passed away in the hospital.